Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the communication failure temporarily results from the cable failure, which resulted in e224 errors and temporarily no longer displayed the image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty cable; however, image is present on the screen, chipped on the rear packing cab and rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e224 scope communication error (unable to recognize a subject) displayed on the 4k autoclavable camera head. The camera was not used for the procedure, as the camera was tested prior to the procedure and the e224 appeared on the camera box and monitor screens. A similar device was used to complete the procedure. There was no delay reported and no general anesthesia was used. There were no reports of patient harm associated with this event.